Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the ccd lens was unable to be determined. The most likely cause of the of the no image and e315 error message was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope had no image, displayed an e315 unsupported scope error message, and had residue on the charged coupled device (ccd) lens. There was no patient involvement.